Event description:
During an in-clinic follow-up, premature battery depletion was suspected on the device. The device was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
As received, device images showed that device was programmed to low field settings and battery voltage was above elective replacement indicator (eri) level during the entire implant duration. Eri was falsely triggered while device was still implanted due to autocapture being enabled and device was pacing at high output mode. Analysis was performed in nominal settings and no anomaly was noted. Further testing of the device found no high current or other indication of premature depletion. Longevity assessment was performed, and device was in normal range of operation with appropriate remaining longevity. The reported event of premature battery depletion was not confirmed.